Event description:
The representative reported there had been a lack of therapy benefit; the pt had not received stimulation therapy control for approximately eight weeks or longer. At follow-up, telemetry issues with the implanted pulse generator were detected and the ins battery status was over-discharged. The pt was not compliant with charging procedures; the pulse generator had not been recharged because stimulation therapy reportedly was not effective. The pt had received instruction three times via phone from the field staff to perform the physician mode recharge (pmr) process. Additional pmr sessions would be performed by the representative, if required. The hcp reported there had been no pt injury attributed to the event and surgical revision was anticipated.